Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they experienced pain and "things are moving". The patient also reported that the pacing lead is "falling off". The right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.